Manufacturer narrative:
A ge representative evaluated the system, and repaired the interconnect cable and lemo connector. System operates as intended.

Event description:
It was reported that the system would not power up. No patient injury was reported.